Event description:
The customer obtained 200 "something" (mg/dl) on the accu-chek advantage meter and 107 mg/dl on the professional meter within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.